Manufacturer narrative:
The indication for the index procedure was stable angina. The patient was reported to have two-vessel disease and had one lesion treated during the elective index procedure. The left ventricular ejection fraction was not provided. A staged procedure was planned due to cardiovascular safety. The target lesion was the proximal/mid rca. The lesion was reported to be: a native vessel, de novo, ostial, smooth, moderately tortuous, eccentric, moderately calcified, vessel diameter 2.75 mm, a 95% stenosis, 12 mm length, and type b2. The lesion was pre-dilated with a 2.5 x 12 mm balloon at 13 atm. A 2.75 x 13 mm cypher select plus stent was implanted at 13 atm with satisfactory results. The stent was not post-dilated. The residual stenosis was 2%. The flow pre-procedure was timi 2 and post-procedure timi 3. The patient was discharged three days after the procedure. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be su bmitted within 30 days upon receipt.

Event description:
The report received from the study indicated that approximately fifty-five days after the index procedure, the patient returned for a planned staged procedure. Coronary angiography was done and it was noted that the previously implanted cypher select plus 2.75 x 13 mm stent did not adequately cover the stenotic proximal right coronary artery (rca) target lesion. Two additional bare metal stents (bms) were implanted in the proximal rca: a 3.0 x 30 mm skylor bare metal stent and a 3.0 x 16 liberte bare metal stent. This event was graded as mild in severity, not a serious adverse event (ae), and was deemed to be unrelated the study device / procedure to any cordis product. The event was resolved without sequel. A 70% proximal left anterior descending (lad) was also treated.